Event description:
Related manufacture ref: 3005334138-2024-00093. During an atrial fibrillation procedure, when inserting the hd grid catheter, air entered the side tube of the introducer while priming. A second introducer was obtained and the same issue occurred. The introducer was replaced with a third with no resolution. The physician considered the air was drawn because the catheter insertion angle was too high for the hemostatic valve. The third sheath was used with the catheter and positioned on the same axis to prevent load from being placed on the hemostasis valve, which resolved the issue. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of "air introduced into side port tube" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.